Event description:
(B)(4).

Manufacturer narrative:
The technician found the bed functioned as designed, no repair needed. The technician in-serviced the account on the bed exit functions to resolve the issue.